Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to no motor movement or negligible alarm during rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Customer's blood glucose value was unknown at the time of the incident. The customer stated that they were able to clear the alarm but not able to rewind the insulin pump. The customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.